Manufacturer narrative:
An event regarding wear involving a metal head was reported. The event was confirmed based on review of the provided images. Method & results: -device evaluation and results: the device was not returned however, photos were provided and are attached. The photos show evidence of wear inside the head and the stem shows significant trunnion wear. A functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed based on review of the provided images but the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Accolade I stem revised along with a 44+0 cocr head and a 44g neutral liner. Accolade ii stem re-implanted with 36 biolox head and 36g neutral liner

Event description:
Accolade I stem revised along with a 44+0 cocr head and a 44g neutral liner. Accolade ii stem re-implanted with 36 biolox head and 36g neutral liner.

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Accolade I stem revised along with a 44+0 cocr head and a 44g neutral liner. Accolade ii stem re-implanted with 36 biolox head and 36g neutral liner.